Event description:
The pt had a seroma in the pump pocket. It was determined that the sc (sutureless catheter) connector of the catheter had disconnected from the pump. The pump pocket was opened on (B)(6)2010 and the catheter was reconnected to the pump, "solving the issue". The surgeon thought that the catheter was improperly connected at the initial implant. It was noted that there was "no pt complication reported." It was stated that the pt received "the required therapy." The medication in the pump was baclofen. The catheter was not returned to the MFR and there was no additional info available. It was "inconclusive as to what could have been the root cause of the reported event."

Manufacturer narrative:
(B)(4)